Manufacturer narrative:
The reported event of missing egm was confirmed. Based on the information provided, it was determined that episode occurred at the same time as the remote interrogation. When the stored egms are being uploaded, the storage is suspended. Therefore, the ongoing episode was not stored since the remote transmission was reading and uploading the segm data. The device is performing per design.

Event description:
It was reported that a patient presented remotely with missing stored electrograms (egms) noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.